Event description:
Customer stated that they performed a blood glucose test at 10 pm and received a result of 200mg/dl. The customer dosed insulin based on device result. At 10:30pm the customer received a result of 170mg/dl. The customer was not feeling well and called 911. At 11 pm the emergency medical technician performed a blood glucose test and received a result of 60mg/dl. The customer was given glucose tablets. Ten minutes later the result was 80mg/dl. Controls were run, result is unknown. A request was made for the return of the suspect device and replacement product was sent.